Manufacturer narrative:
The device was sent to an olympus service center for evaluation. At this time, a culture test has not been conducted to confirm the reported issue. Inspection and testing of the device found the base of the insertion tube was leaking, the instrument channel was scratched internally, and there was a shadow at the upper left corner of the image. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during reprocessing of the evis lucera bronchovideoscope, the culture test was positive. There was no report of patient/user injury or harm due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
The customer confirmed the type of microorganism found was indole bacilli. Sampling was taken 10cm away from the distal end with a cotton swab.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's testing results were provided and have been included. The customer also provided their cleaning, disinfection and sterilization steps: bedside cleaning consists of wiping with 3m enzyme cleaning solution, manual reprocessing consists of brushing in the sink, an automatic reprocessing set is used. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the positive culture and the device cannot be confirmed. Growth of microorganisms was found through culture testing by the user after reprocessing. However, this event was not confirmed since the device was not sent out for additional culture testing by olympus. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.